Manufacturer narrative:
The sensor was investigated and the issue was confirmed during qc testing in-house. Noise was detected on both signal and reference channels during this test. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. This type of failure was investigated as part of corrective and preventive action and the resolution will be reviewed as part of the CAPA process.

Manufacturer narrative:
Manufacturer is still performing an investigation and will provide the results in a supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement resulting in early sensor removal.